Manufacturer narrative:
Correction: b1, d4 (expiration date, lot #, UDI), h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively on a hysterectomy oophorectomy, there were adhesion cyst hernia, several eventration and lipoma occlusion. The patient reported pain, headache, memory loss with loss of the thread of conversation, electrical shocks, fatigue, bruising, inability to carry a heavy load, inability to walk long, inability to drive long, and dry eye. Surgeon notes laparoscopy and it's openings of several centimeters, appointment pain doctor start of patch treatment for electric shocks and removal of prosthesis. The patient was discharged the same day.

Event description:
It was reported that post-operatively from a hysterectomy oophorectomy with prothesis the patient reported pain, headache, memory loss with loss of the thread of conversation, electrical shocks, fatigue, bruising, inability to carry a heavy load, inability to walk long, inability to drive long, and dry eye. Surgeon notes laparoscopy and it's openings of several centimeters, appointment with a pain doctor to start of patch treatment for electric shocks and removal of a prosthesis. There was no patient symptoms/injuries related to this event.

Manufacturer narrative:
Correction: b1, b5, h1, h6 this event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.